Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during basal rate. Customer's blood glucose was unknown mg/dl.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery test and displacement tests. No motor error alarm or no excessive no delivery alarm during testing and the motor was tested outside of the device and passed. However, the insulin pump was received with minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.